Event description:
Rptr complains of burning pain in chest, enlarged lymph nodes, problems with salivary gland, muscle aches and pains, loss of memory, hair loss, sleep disturbance, colon problems, and chronic fatigue.